Event description:
It is reported that in 2002 patient underwent fixation intertrochanteric fracture of left hip. Post-op patient did well until 2003 when during revision of the fracture two screws were discovered to have broken.